Event description:
It was reported that double beep with cassette was experienced.

Manufacturer narrative:
B5: additional information received on 13-jul-2022 via email and attached to complaint object: all issues happened during testing and the event date is unknown. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a tamper seal. The reported problem was not duplicated during functional testing. The device was plugged with a test cassette and powered up for ten minutes. There was no double beeping. However, due to the no disposable error found in the event log, the down stream occlusion sensor was replaced as corrective action. The root cause however was unknown. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147. Product is beyond 3 years from manufacture date of 2019-04 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 6400.